Event description:
It was reported that occlusion alarms occurred. Reportedly the customer is re-using insulin. Re-using cartridges, and wearing the pump supplies for 3-6 days tandem clinical support informed customer that re-using insulin. Re-using cartridges, and wearing the pump supplies for 3-6 days, is off label per the user guide. Customer changed the pump supplies and successfully resumed insulin therapy. No reported impact to the customer¿s blood glucose level.

Manufacturer narrative:
Per tandem user guide: change your infusion set every 48¿72 hours as recommended by your healthcare provider. Per tandem user guide: change your cartridge every 48¿72 hours as recommended by your healthcare provider. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: do not remove or add insulin from a filled cartridge after loading onto the pump. This will result in an inaccurate display of the insulin level on the home screen and you could run out of insulin before the pump detects an empty cartridge. This can cause very high bg, or diabetic ketoacidosis (dka). Per tandem user guide: do not reuse cartridges. Reuse of cartridges may result in over delivery or under delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) eve h3 other text : device not returned